Event description:
2 consumer complaints regarding "magnetic" mattresses purchased from european health concepts, inc. The two complainants stated that they attended a presentation on the mattresses and were told verbally that the product will help improve adverse health conditions such as arthritis, high blood sugar, chronic joint pain, etc. The product was advertised with a 100% satisfaction guarantee with a 100% refund upon return of the product within a set time frame. After the complainants tried the product out for a few months and experienced no health benefits, they returned the products and never received any refunds back from the MFR.

Event description:
2 consumer complaints regarding "magnetic" mattresses purchased from european health concepts, inc. The two complainants stated that they attended a presentation on the mattresses and were told verbally that the product will help improve adverse health conditions such as arthritis, high blood sugar, chronic joint pain, etc. The product was advertised with a 100% satisfaction guarantee with a 100% refund upon return of the product within a set time frame. After the complainants tried the product out for a few mos and experienced no health benefits, they returned the products and never received any refunds back from the MFR.